Event description:
Additional information was provided that the patient had an x-ray, and there were no abnormalities noted on the x-ray. It was also noted that there was no noise present on the lead and the patient was not pacemaker dependant. The physician had elected to continue monitoring the patient and there were no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided that a revision procedure was performed. It was noted that when the physician manipulated the patients pocket, impedances were intermittently out of range and there was a small amount of noise noted on the rv rate/sense channel during this. Then the device was removed from the pocket and lead connections were checked. Prior to loosening the setscrews, the lead was noted to have been secure and the terminal pin was visualized to be fully in the header. The lead was disconnected and tested on the pacing system analyzer (psa) which resulted in normal lead measurements. The lead was reconnected to the device and impedances were normal. Ts discussed that it appeared to be a connection issue, but that they can not rule out a lead issue or header issue. It was noted that the physician put a little force on the device header to make sure it was intact and the header came off. The device was replaced and will be returned. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Boston scientific crm received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. The patient was brought in to their clinic for evaluation. It was noted that the high rv impedances of greater than 2000 ohms could be reproduced with isometrics, and during that time, loss of rv capture was also noted. Technical services (ts) discussed a possible connection issue, as well as troubleshooting options. To date, there have been no reported adverse patient effects related to this clinical observation.